Event description:
On july 21, 2006 the lay user/patient contacted lifescan (lfs) canada alleging the one touch ultra meter was displaying the last reading upon powering on. The technical service representative (tsr) spoke with the patient on july 25, 2006 to obtain and verify information. On three days prior to original date, at 5:00 am the patient noted the reported meter was displaying the last obtained reading when it was powered on; he was unable to obtain a blood glucose reading. The reported meter is the patient's backup meter and had not been used for approximately two months. The patient was unable to use his primary meter, as he did not have any test strips. The patient took his regular doses of insulin, 7 units humalog insulin and 37 units of levemir. The patient ate a smaller than usual breakfast that morning. At 9:30 am, while at work, the patient started to experience unspecified symptoms of hypoglycemia, and then passed out. A co-worker attempted to test the patient's blood glucose level on a different meter but was unable to obtain a result. The co-worker also attempted to give the patient orange juice; however, he was unconscious and thus unable to swallow. Co-workers contacted emergency services. Paramedics obtained a blood glucose result for the patient of 3.0 mmol/l (converts to 54 mg/dl). The patient was treated with oral glucose. After the treatment, the patient's blood glucose level was tested to be 5.0 mmol/l (converts to 90 mg/dl). The patient was transported to the emergency room, where his blood glucose level was 13 mmol/l (converts to 234 mg/dl). He was treated with intravenous fluids, a sandwich and three glasses of orange juice. The patient was admitted to the hospital for one day with a diagnosis of hypoglycemia. His blood glucose level upon release was 16 mmol/l (converts to 288 mg/dl). The patient takes 7 units humalog insulin and 37 units levemir insulin in the mornings, 7 units humalog insulin at dinner, and 22 units levemir insulin at bedtime. The patient does adjust these insulin does adjust these insulin doses on a sliding scale based upon meter readings. His expected blood glucose levels are between 6 and 9 mmol/l (converts to 108 mg/dl and 162 mg/dl). The tsr determined during the troubleshooting telephone call that the patient's testing technique was incorrect, causing the meter to display the results stored in memory instead of starting the blood test. The meter issue was resolved with patient education. The tsr also determined during troubleshooting that the patient's test strips were expired. The meter and test strips were replaced. Although the patient's testing technique was incorrect, he was unable to obtain a blood glucose reading on the reported meter. Following an insulin dose, the patient became hypoglycemic, passed out, and required emergency medical attention, treatment and hospitalization. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.